Event description:
Customer reported device = 452 mg/dl on friend that is borderline diabetic. Customer was nervous due to the reading and took friend to the hospital. Customer's friend was tested at the hospital and result = 137, 142, and 139 mg/dl. A lab test was done, however the value was not provided. No controls were used. A request was made for return product and replacement product was sent.